Event description:
It was reported that "dr (B)(6) was removing a reflex hybrid plate and screws. He was using the revision driver to attempt to remove a screw with the draw rod broke off. There were no complications to the pt or the case because of this."

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.